Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced. Diagnostic testing revealed reflected invalid impedance readings. As a result, the patient underwent surgical intervention wherein the competitor lead was replaced with a penta lead. Effective therapy was restored post operatively.